Event description:
.

Event description:
It was later reported that the patient received multiple inappropriate shocks on two different occasions due to t-wave oversensing. A new pace/sense lead was added. The high voltage portion of the lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).

Event description:
It was reported the lead sensed several episodes of nonsustained tachycardia (nst) due to t-wave oversensing.the lead remains in use. No patient complications were reported as a result of the event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead.